Event description:
Per the clinic, the patient experienced skin overgrowth. The device (both implant and abutment) was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on january 5, 2023

Manufacturer narrative:
Correction: the previous MDR submitted on march 01, 2023, was filed inadvertently. No infection has occurred. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on april 18, 2023.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection at the implant site (date not reported). Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on march 01, 2023.